Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 10/23/2019. The manufacturer's field service engineer could not confirm the condition reported by the customer. The manufacturer's field service engineer found no fault with the device's indicator. No repair was required for the air valve liftoff failure alarm. The device passed all required testing. The determination could not be made that the device failed to meet specifications. The device was not being used for treatment when the reported event occurred, and there is not a relationship of the device to the reported problem.

Event description:
The customer reported a ventilator with a faulty led indicator. During evaluation, the manufacturer's field service engineer also noted an air valve liftoff failure alarm. No patient involvement / harm.